Manufacturer narrative:
Result of investigation: there are no signs visible for a malfunction of the machine. It is most likely that the users suspicion is correct and the observed situation was caused by the patients "pressing". Applied pressure is visible as per the current ventilation settings, and the lack of mandatory breathing cycles is due to the selected ventilation mode of psv combined with patient always triggering spontaneous breathing cycles.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, the customer provided log files and trending data, which analysis revealed no evidence of error or failure of the suspect device. Applied pressure is visible as per the current ventilation settings, and the lack of mandatory breathing cycles is due to the selected ventilation mode of psv combined with patient always triggering spontaneous breathing cycles. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e was in clinical use (psv), but the patient needed to be manually ventilated due to pulmonary crisis (not related to the device). Once reconnected, it was reported the device was not building up pressure or providing mandatory breathing cycles, even though no leak was noted. Changing and calibrating the proximal flow sensor did not resolve the issue, and the end users transferred the patient to another bellavista with addition of sedation as the patient was noted to be "pressing" against the 1st device. No problems were then noted, and the customer confirmed no harm is associated with the event.